Event description:
Medtronic (covidien) received information regarding an incident with one of its devices. Treatment of an unruptured left basilar trunk blister bleb aneurysm with a neck size of 4mm. During the procedure, it was reported the physician experienced pushwire separation. It was reported that the physician anchored the distal end of the ped in the left posterior cerebral artery (pca). After a few millimeters of ped deployment, the physician tried to detach the distal end by rotating the pushwire 3 to 4 times clockwise, but the pipeline could not be detached from the capture coil. The physician deployed the ped some more and tried to detach it by turning the pushwire clockwise again, however, capture coil tip became stuck. It was reported that the physician did not rotate the pushwire more than 10 full rotations. The pipeline was deployed at the intended location. After the entire device was deployed, the marksman micro catheter was taken over the delivery wire to open the distal tip. But while doing so, the tip coil got completely detached and it went further distally. The procedure was completed with the tip coil being inside the left pca of the patient. It was not removed from the patient. Post procedural angiography showed normal blood flow with little stasis in the aneurysm site. It was reported that the patient is currently recovering from anesthesia and is moving her limbs. The patient's was not tortuous. The patient received prasugrel antiplatelet therapy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient. The separated capture coil tip remains in the patient. The pushwire was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. The pipeline IFU (instructions for use) states that the pipeline is indicated for the endovascular treatment of adults with large or wide neck aneurysms in the internal carotid artery from the petrous to the superior hypophyseal segments. In this instance, the use of the pipeline was in the basilar trunk artery which is against indications. (B)(4)